Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "gone flat".

Event description:
Patient reported left side rupture and had "gone flat". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and underweight. A visual and microscopic analysis were performed which identified a striated break on the anterior side and a flat crease. Based on the device analysis, the final assessment is a striated break assessed as surgical damage.

Event description:
Patient reported left side rupture and had "gone flat". Device has been explanted.